Manufacturer narrative:
RMA issued. The return part has not yet been rec'd.

Event description:
A site rep reported that they cannot tighten the joints on the vertek arm used with their stealthstation tria navigation system. There was no pt present.